Manufacturer narrative:
As reported, a 10x80 smart control self-expanding stent (ses) was used to treat a common iliac. Upon deployment customer states the stent did not fully elongate to the 80mm length. Under fluoroscopy, they believe it is closer to 40mm. No issues noted with deployment. The procedure was completed using a 10 mm x 80 mm cordis smart control self-expanding stent and a .018 7.0 mm x 80 mm balloon for post-dilation. After deployment, the physician stated they had good wall apposition. There was no reported injury to the patient. No adverse effects or complications to the patient were noted. Vessel size was confirmed via ivus and angiography. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU, and no unusual characteristics were noted about the stent delivery system prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. The lesion was heavily calcified, with severe calcification, moderate vessel tortuosity, and 100% stenosis. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The stent deployment system was advanced past the lesion and then withdrawn back into the lesion prior to deployment. The handle of the smart control sds was held flat and straight outside the patient, and no unusual force was applied during stent deployment. The device was not returned for analysis. Two angiographic images of poor quality were provided. The stent is visualized in the images provided; however, the length of the stent cannot be confirmed based on images provided. The reported event of stent incorrect length too short¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to issue reported. Handling factors may have been a contributing factor to the reported failure. It is possible that image quality, angle, and operator visual factors may have contributed to the stent appearing shorter than states length. Vessel anatomy, such as the severe calcification and stenosis of the vessel, as well as the tortuosity, may have also been a contributing factor to a poorly visualized area. According to the IFU, the smart control transhepatic biliary system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. This event is considered a violation of the IFU and as such, off label usage. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 10x80 smart control self-expanding stent (ses) was used to treat a common iliac. Upon deployment customer states the stent did not fully elongate to the 80mm length. Under fluoroscopy, they believe it is closer to 40mm. No issues noted with deployment. The procedure was completed using a 10 mm x 80 mm cordis smart control self-expanding stent and a .018 7.0 mm x 80 mm balloon for post-dilation. After deployment, the physician stated they had good wall apposition. There was no reported injury to the patient. No adverse effects or complications to the patient were noted. Vessel size was confirmed via ivus and angiography. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU, and no unusual characteristics were noted about the stent delivery system prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. The lesion was heavily calcified, with severe calcification, moderate vessel tortuosity, and 100% stenosis. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The stent deployment system was advanced past the lesion and then withdrawn back into the lesion prior to deployment. The handle of the smart control sds was held flat and straight outside the patient, and no unusual force was applied during stent deployment. The device will not be returned for evaluation.